Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.